Event description:
A patient reported that the device is acting up and is not the same. The patient stated the interstim therapy was wonderful and they had no issues for a long time. The patient stated that their leg and whole foot would start to twitch when stimulation is on, but goes away when it¿s turned off. The patient noted that their toes ¿get close¿ when this happens. The patient noted they switched between programs, but they all had the same effect. The patient also had a loss of therapeutic effect, a return of symptoms. The patient was on program 1 at a lower setting of 3.2 at the time of the call. It was noted that the patient feels stimulation, there were no traumas or falls related to the issue. The patient is going to follow up with their healthcare professional (hcp). The patient noted the return of symptoms, loss of therapeutic effect, and leg and foot twitches began (B)(6). The patient is implanted for gastrointesitnal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they had notified their physician and were waiting for an appointment with a manufacturer representative. It was unknown what caused the issues, and they remained unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.